Event description:
A clinical presentation titled 'phakic iol exchange due to abnormal vault - rotate or replace?' Reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced abnormal vault. The lens was repositioned. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).